Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the anticoagulant warfarin was discontinued, the patient was at rest in bed, and the site measured the patient's thigh circumference. Treatment was stated to have resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had massive bleeding. The bleeding site was a left femoral intramuscular hematoma. Warfarin and aspirin were used at the time of the event. The site believed that the bleeding was probably related to the device and stated that there was a possible influence of antithrombotic therapy. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024.